Manufacturer narrative:
From the evidence reviewed and the additional information acquired, this incident is not device related but a surgical technique issue. If any other information becomes available this investigation will be amended.

Event description:
Patient had dislocated twice. Hip revision, head exchange. Shell and liner also removed and replaced with another manufacturer.